Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other'), pelvic pain ('pelvic pain/ sever pain'), urinary tract infection ('an increase in urinary tract infections'), cystitis ('bladder infections') and kidney infection ('kidney infections') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes was not performed". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), urinary tract infection (seriousness criterion medically significant), cystitis (seriousness criterion medically significant), kidney infection (seriousness criterion medically significant), white blood cell disorder ("autoimmune/white blood cell issues"), pelvic discomfort ("pelvic discomfort"), menorrhagia ("heavy menstrual bleeding/ extended menstrual periods/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), weight fluctuation ("severe weight loss/weight gain"), tooth disorder ("teeth issues including cavities and chipping teeth"), dental caries ("teeth issues including cavities and chipping teeth"), tooth fracture ("teeth issues including cavities and chipping teeth"), alopecia ("hair loss"), skin disorder ("skin issues"), headache ("severe headaches occurring weekly or daily"), joint stiffness ("stiffness and soreness in her knees"), arthralgia ("stiffness and soreness in her knees"), bone pain ("aching bones"), fatigue ("chronic fatigue"), visual impairment ("spotty vision"), dizziness ("dizziness"), memory impairment ("a decrease in memory capabilities"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of cardiac disorder ("blood/ heart disorder"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), the second episode of cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), nausea ("nausea") and blood disorder ("blood/ heart disorder") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, white blood cell disorder, dysmenorrhoea, back pain, metrorrhagia, the last episode of cardiac disorder, psychological trauma, bladder disorder, hormone level abnormal, nausea and blood disorder outcome was unknown and the pelvic pain, urinary tract infection, cystitis, kidney infection, pelvic discomfort, menorrhagia, abdominal pain, weight fluctuation, tooth disorder, dental caries, tooth fracture, alopecia, skin disorder, headache, joint stiffness, arthralgia, bone pain, fatigue, visual impairment, dizziness and memory impairment had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, bladder disorder, blood disorder, bone pain, cystitis, dental caries, dizziness, dysmenorrhoea, fatigue, headache, hormone level abnormal, joint stiffness, kidney infection, memory impairment, menorrhagia, metrorrhagia, nausea, pelvic discomfort, pelvic pain, perforation, psychological trauma, skin disorder, tooth disorder, tooth fracture, urinary tract infection, visual impairment, weight fluctuation, white blood cell disorder, the first episode of cardiac disorder and the second episode of cardiac disorder to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to undergoing the essure procedure. Plaintiff received treatment for pain, bleeding, autoimmune, psych injuries, perforation, other injuries/sympt. Discrepancy noted previously reported hysterosalpingogram conducted now reported as no essure confirmation test(s) conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes was not performed. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received. Reporter information, insertion date added. Events: dysmenorrhea (cramping), back pain, blood/ heart disorder, metrorrhagia, autoimmune/white blood cell issues, psych injury, perforation: other, bladder infect., bladder probs, hormonal changes, nausea added. Event severe weight loss were updated to severe weight loss/weight gain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other'), kidney infection ('kidney infections') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes was not performed". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ severe pain"), urinary tract infection ("an increase in urinary tract infections"), cystitis ("bladder infections"), kidney infection (seriousness criterion medically significant), white blood cell disorder ("autoimmune/white blood cell issues"), pelvic discomfort ("pelvic discomfort"), menorrhagia ("heavy menstrual bleeding/ extended menstrual periods/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), weight fluctuation ("severe weight loss/weight gain"), tooth disorder ("teeth issues including cavities and chipping teeth"), dental caries ("teeth issues including cavities and chipping teeth"), tooth fracture ("teeth issues including cavities and chipping teeth"), alopecia ("hair loss"), skin disorder ("skin issues"), headache ("severe headaches occurring weekly or daily"), joint stiffness ("stiffness and soreness in her knees"), arthralgia ("stiffness and soreness in her knees"), bone pain ("aching bones"), fatigue ("chronic fatigue"), visual impairment ("spotty vision"), dizziness ("dizziness"), memory impairment ("a decrease in memory capabilities"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), nausea ("nausea"), blood disorder ("blood/ heart disorder"), hypertrichosis ("hormonal changes describe: hair in chest, hair in face, nipples"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune disorder ("autoimmune disorder type of disorder: unknown"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, white blood cell disorder, dysmenorrhoea, back pain, metrorrhagia, cardiac disorder, psychological trauma, bladder disorder, hormone level abnormal, nausea, blood disorder, hypertrichosis, genital haemorrhage, vaginal haemorrhage, autoimmune disorder, vaginal infection and female sexual dysfunction outcome was unknown and the pelvic pain, urinary tract infection, cystitis, kidney infection, pelvic discomfort, menorrhagia, abdominal pain, weight fluctuation, tooth disorder, dental caries, tooth fracture, alopecia, skin disorder, headache, joint stiffness, arthralgia, bone pain, fatigue, visual impairment, dizziness and memory impairment had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, blood disorder, bone pain, cardiac disorder, cystitis, dental caries, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypertrichosis, joint stiffness, kidney infection, memory impairment, menorrhagia, metrorrhagia, nausea, pelvic discomfort, pelvic pain, perforation, psychological trauma, skin disorder, tooth disorder, tooth fracture, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and white blood cell disorder to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to undergoing the essure procedure.plaintiff received treatment for pain, bleeding, autoimmune, psych injuries, perforation, other injuries/sympt. Discrepency noted previously reported hysterosalpingogram conducted now reported as no essure confirmation test(s) conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes was not performed. Most recent follow-up information incorporated above includes: on 11-oct-2019: new pfs received- new events added: hormonal changes describe: hair in chest, hair in face, nipples,abnormal bleeding (general), abnormal bleeding (vaginal), autoimmune disorder type of disorder: unknown, vaginal infection, apareunia (inability to have sexual intercourse). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation : other'), kidney infection ('kidney infections') and genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hysterosalpingogram (hsg) test for satisfactory placement of both essure coils and full occlusion of both tubes was not performed". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ severe pain"), urinary tract infection ("an increase in urinary tract infections"), cystitis ("bladder infections"), kidney infection (seriousness criterion medically significant), white blood cell disorder ("autoimmune/white blood cell issues"), pelvic discomfort ("pelvic discomfort"), menorrhagia ("heavy menstrual bleeding/ extended menstrual periods/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), weight fluctuation ("severe weight loss/weight gain"), tooth disorder ("teeth issues including cavities and chipping teeth"), dental caries ("teeth issues including cavities and chipping teeth"), tooth fracture ("teeth issues including cavities and chipping teeth"), alopecia ("hair loss"), skin disorder ("skin issues"), headache ("severe headaches occurring weekly or daily"), joint stiffness ("stiffness and soreness in her knees"), arthralgia ("stiffness and soreness in her knees"), bone pain ("aching bones"), fatigue ("chronic fatigue"), visual impairment ("spotty vision"), dizziness ("dizziness"), memory impairment ("a decrease in memory capabilities"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), nausea ("nausea"), blood disorder ("blood/ heart disorder"), hypertrichosis ("hormonal changes describe: hair in nipple"), hirsutism ("hormonal changes describe: hair in chest, hair in face"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), autoimmune disorder ("autoimmune disorder type of disorder: unknown"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - vaginal") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, white blood cell disorder, dysmenorrhoea, back pain, metrorrhagia, cardiac disorder, psychological trauma, bladder disorder, hormone level abnormal, nausea, blood disorder, hypertrichosis, hirsutism, genital haemorrhage, vaginal haemorrhage, autoimmune disorder, vaginal infection and female sexual dysfunction outcome was unknown and the pelvic pain, urinary tract infection, cystitis, kidney infection, pelvic discomfort, menorrhagia, abdominal pain, weight fluctuation, tooth disorder, dental caries, tooth fracture, alopecia, skin disorder, headache, joint stiffness, arthralgia, bone pain, fatigue, visual impairment, dizziness and memory impairment had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, blood disorder, bone pain, cardiac disorder, cystitis, dental caries, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, hormone level abnormal, hypertrichosis, joint stiffness, kidney infection, memory impairment, menorrhagia, metrorrhagia, nausea, pelvic discomfort, pelvic pain, perforation, psychological trauma, skin disorder, tooth disorder, tooth fracture, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and white blood cell disorder to be related to essure. The reporter commented: she never experienced any of the reported conditions prior to undergoing the essure procedure.plaintiff received treatment for pain, bleeding, autoimmune, psych injuries, perforation, other injuries/sympt. Discrepency noted previously reported hysterosalpingogram conducted now reported as no essure confirmation test(s) conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: full occlusion of both tubes was not performed. Amendment: the report was amended for the following reason: coding request done. Event: hormonal changes describe: hair in chest, hair in face, nipples split in to hormonal changes describe: hair in chest, hair in face and hormonal changes describe: hair in nipples. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.